Event description:
The company was notified on september 3, 2015, of an event that occurred on (B)(6) 2015, that involved a caire stroller and liberator 45 freezing together. While trying to separate the two units lox spilled out and injured four people. The company is working on obtaining more information into the injuries and who was trying to separate the units. The units are being returned and a followup will be submitted after testing has been completed. Ref. MDR: 3004822415-2015-00018.

Manufacturer narrative:
The unit was returned to the company for evaluation. The equipment was received in good condition with some minor transport scuff marks, but no dents or missing parts. No leaks were found, the relief valves opened and re-sat within specifications and the unit retained pressure within specifications. The flow rates and pner were also within specifications. The alleged incident reported by the customer could not be replicated. The unit in question was within all manufacturer's specifications.